Event description:
A patient underwent a minimally invasive aortic valve replacement for a symptomatic critical aortic stenosis. After general endotracheal anesthesia, the patient was prepped and draped in the standard manner. The right femoral artery was found to have a moderate amount of calcium, but easily cannulated and had excellent perfusion with minimal resistance to flow through out the procedure. Upon closure of the aortotomy, it was noticed that the femoral artery cannula was avulsed out of the vessel at its insertion to the femoral artery. In addition, it was noted that the clips securing the line to the drapes had torn through the drape. All of the silk ties were in place as well as the silk sutures in the leg used to secure the cannula within the artery. Attempts to re-cannulate the femoral artery were unsuccessful. Ultimately, the aorta was cannulated through a small chest incision and perfusion flow was resumed. There was an ischemic arrest time of 12 minutes at a temperature of about 32 to 33 degrees.postoperatively, the patient was found to have an anoxic brain injury. The family made a decision to withdraw care and the patient expired 2 days later.